Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a large device related thrombus present on the closure device. The physician placed the patient back on eliquis in response to this event. There were no other complications that were reported to have occurred.